Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, the balloon ruptured at the recommended deployment pressure resulting in a dissection. The dissection was successfully treated with a second stent. No other pt issues were reported.